Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The battery of this device went from one year to three months remaining. A request was made to have the data from this device analyzed. Data analysis confirmed that power consumption is increasing in a gradual fashion, and this device could trigger the elective replacement indicator (eri) battery status at any time. Subsequently, this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.